Event description:
New information received notes that the lead exhibited high capture threshold.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, wide qrs and unacceptable capture threshold were observed on the lead in the bundle of his area. The lead was then implanted in the right ventricle. The patient¿s condition was stable.